Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and right ventricular (rv) impedance out of range (oor.) It was also reported that the rv lead had an apparent lead fracture. The lead will be replaced. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary (B)(4): the distal segment of the lead was returned to the manufacturer and analyzed. The distal conductor fractured. Several conductors had blood/body fluid (not obstructed and there was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled and outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer tubing had esc breach/breach (non-electrical). The exposed defibrillation coil had a white substance; the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and right ventricular (rv) impedance out of range (oor.) It was also reported that the rv lead had an apparent lead fracture. The lead will be replaced. The lead was removed and replaced with a new lead. No complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and right ventricular (rv) impedance out of range (oor.) It was also reported that the rv lead had an apparent lead fracture. The lead was removed and replaced with a new lead. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal segment of the lead was returned to the manufacturer and analyzed. The distal conductor fractured. Several conductors had blood/body fluid (not obstructed and there was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled and outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer tubing had esc breach/breach (non-electrical). The exposed defibrillation coil had a white substance; the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and right ventricular (rv) impedance out of range (oor.) It was also reported that the rv lead had an apparent lead fracture. The lead was removed. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.